Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of blood at site from the sensor. The customer stated that the first sensor glucose was showing 8 mmol/l and her blood glucose was 8.2 mmol/l. The customer stated that the sensor started to predict low readings and it went into low suspend. The customer stated that she got blood inside of the transmitter. The customer declined to further troubleshoot. The customer will be sent replacement sensors.